Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: a manufacturing evaluation was performed. One article was received of protection sleeve 12.0/8.0, length 188mm, part #03.010.063, lot #8973878 (lot size of (B)(4) pieces) for manufacturing investigation. Part was received with no noticeable damage. During the manufacturing investigation, all relevant dimensions were measured with no deviations. A reason for the reported issue could not be found. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional common device name: lxh. Device is an instrument and is not implanted/explanted. No nonconformance reports were generated during production. Review of the device history record showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. The investigation could not be completed; no conclusion could be drawn, as the product is entering the complaint system.

Event description:
It was reported that during the surgery on (B)(6) 2014 that the drill didn't go through the guide and the surgery was delayed 20 minutes due to the misalignment. There were no parts that broke, but rather the 'integrity of the metal or plastic' parts that didn't successfully line up and connect. The surgery was reported to have been successfully completed. This is report 2 of 7 for (B)(4).